Manufacturer narrative:
Product ID 39565-65, lot# v972281012, serial# implanted: explanted: product type lead. Product ID 37744, lot# serial# (B)(4), implanted: explanted: product type programmer. (B)(4).

Event description:
It was reported that there was fluid around the implantable neurostimulator pocket site. The patient was still healing from the implant surgery. The patient had pain in his back, buttock and both legs. The patient had this pain for a few years. The stimulation was set at a very low level due to the fluid in the pocket site. Since the stimulation was turned on, the patient was getting a vibration in his stomach, regardless of how high or low the settings were. A different program was not used. Additional information reported received that the patient experienced a bladder infection. The patient had a small incision in lower right back. The physician wanted to conduct a scan to rule out a possible infection. The incision site looked okay visibly, but patient had a bladder infection and had some culture tests come back positive, so the physician wanted to make sure there was not an infection due to the incision or new implant. The ins was programmed and is working well. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.